Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was noted to be broken/fractured approx. 195 cm from the proximal end and stretched. The core wire distal end was observed through the distal tip dome. A functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'guidewire distal tip broken/fractured during use' was confirmed. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported during the procedure, the physician noted the distal tip of the guidewire did not follow proximal rotation, and it was later found to be fractured approximately 5 cm from the tip. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. The device was returned for analysis, and it was noted that the guidewire was noted to be broken/fractured around 195cm from the proximal end and was found to be stretched. It is probable that the guidewire was fractured as it was torqued to overcome resistance. As per the synchro IFU: "always advance or withdraw the guidewire slowly and carefully. Never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action. An assignable cause of procedural factors will be assigned to the reported and analyzed 'guidewire distal tip broken/fractured during use' as well as the analyzed 'guidewire distal tip stretched' as the complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure for recanalization of middle mca (middle cerebral artery) occlusion, the physician used the subject guidewire in conjunction with a microcatheter for super selective catheterization of the vessel. During the super selective catheterization process, the physician rotated the proximal end of the subject guidewire and found that the distal tip of the subject guidewire did not follow the rotation. Upon inspection, it was discovered that the subject guidewire had fractured 5cm from the tip. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.